Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, an occlusion alarm occurred. Customer changed supplies and resumed insulin delivery. The customer¿s blood glucose level was 260 mg/dl.